Manufacturer narrative:
Upon completion of investigation, additional information will be provided in a supplemental report.

Event description:
The customer reported that the ring of the aiming device (probably) is detached from the device and remained in the patients. It was noticed on the x-ray images that were taken after the operation. Nothing was noticed during the operation. The patient is not having pain and is in good health - biking indoor (physiotherapy) is going well. At the moment there is no intention to remove the piece from the patient.

Manufacturer narrative:
The reported event could be confirmed, since the device was returned for evaluation and matches the alleged failure mode. The device inspection revealed the following: the received target device is in good condition. It shows traces of frequent use identified by the general appearance of the surfaces, such as the metal insertion groove showing significant traces of use including material abrasion, and by the fading of the white printings, which turned from white to light fawn (an indication for high sterilization cycles). The c-ring is missing completely, and no damage could be verified at the groove of the target device where the c-ring should be located. Further visible damage was not found. A missing clamping ring does not affect the targeting accuracy of the target device, because the accuracy is ensured by the nail holding screw. The clamping ring is just a feature to ease the attachment of the nail at the reception of the target device. The medical expert opinion revealed the following: "it is very unlikely, that the broken part affects the tissue and even more, that it affects the bone. It may disturb the function of the iliotibial tract or the gluteus muscle, but that is rather unlikely." Based on investigation, the root cause was attributed to be user related (misuse or mishandling during sterilization/cleaning or previous surgeries) it cannot be excluded that the missing c-ring was detached prior to the surgery during the cleaning process to achieve a proper cleaning result with the target device. During detachment the ring may have been deformed which may have affected the secure fit of the ring (loosening). A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. As the device had been in use for approx. 10 years it is assumed that it had fulfilled its tasks in former surgeries as intended. A review of the labeling did not indicate any abnormalities. If any further information is provided, the complaint report will be updated.

Event description:
The customer reported that the ring of the aiming device (probably) is detached from the device and remained in the patients. It was noticed on the x-ray images that were taken after the operation. Nothing was noticed during the operation.the patient is not having pain and is in good health - biking indoor (physiotherapy) is going well. At the moment there is no intention to remove the piece from the patient.